Manufacturer narrative:
The device was evaluated onsite by a philips field service engineer who was unable to confirm or reproduce the reported issue as no trouble was found with the device. The device passed all testing with no repairs or replacements required and remains at the site for use. Philips is unable to confirm that a malfunction occurred. Therefore the cause cannot be determined.

Event description:
The customer reported that the heartstart xl was unable to deliver a shock during a patient event on (B)(6) 2015. It was reported that the involved patient was injured, but no further information was available.